Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited several alerts for low out of range pacing impedance, less than 200 ohms. It was noted the device was reprogrammed due to known lead issue. It was noted this patient was not pacer dependent. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited several alerts for low out of range pacing impedance, less than 200 ohms. It was noted the device was reprogrammed due to known lead issue. It was noted this patient was not pacer dependent. This rv lead remains in service. No adverse patient effects were reported.